Manufacturer narrative:
We received this information through a survey, but we did not receive any customer or product information. Because of this we could not follow up or further analyze the claim. We could not confirm the alleged product malfunction without customer or product information; therefore we cannot follow up for confirmation. We reviewed recent cases and found no similar issues reported by customers in this region during the stated timeframe.

Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating that the spo2 measurement was different from another reference and the issue was being attributed to poor perfusion of the sensor site. The customer repositioned sensor changed measurement source to resolve the issue. The device was in use on patient at time of event, there was no adverse event reported.